Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue,user's test strips had a poor storage (bathroom).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. Explained to the customer that hi means that the result is reading over 600 mg/dl. The customer's expected fasting blood glucose test result range is 190 to 300mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the bathroom. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer has not made any recent changes in the diet, exercise regimen, or medication. The customer is storing the meter and test strips in the bathroom; informed the customer of the proper storage that is recommended by the manufacturer.